Event description:
It was reported that the right ventricular (rv) lead was oversensing the atrial signals and undersensing occurred which resulted in an inappropriate high voltage therapy. Dislodgement of the rv lead was confirmed. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.